Manufacturer narrative:
We checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the control body fluid damage, the objective lens unit dusty, the receptacle corroded, the nozzle gluing missing, the root brace rubber cut, the r/l knob loose, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.